Event description:
The patient reported a decrease in performance. The results of an integrity test (B) (6), 2009 indicate normal receiver stimulator function with multiple electrode anomalies. Reprogramming of the device did not alleviate the issues. Explant and reimplantation is planned, but had not taken place at the time of this report september 9, 2009.

Manufacturer narrative:
(B) (4).